Manufacturer narrative:
(B)(4). Product has been returned to biomet UK ltd for evaluation. From the photo supplied, it can be confirmed that a fibre / debris has been found in the packaging. Device history record (DHR) was reviewed and no discrepancies were found. No similar complaints have been found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the distributor has found debris in the packaging at their internal inspection.